Event description:
Reportedly, the device was explanted after an implant duration of approximately 3 years 6 months (42.27 months) due to mitral valve stenosis. Customer report indicated symptoms: mitral valve stenosis, low leaflet movement probably due to their thickening. Organism(s) cultured from explanted valve: (B)(6). Patient status: hospitalized (stable).

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformances related to this event. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the explanted valve was tested for infection and (B)(6) was identified. Source is unknown.

Manufacturer narrative:
Evaluation summary: (B)(4) 2012 claim of mitral valve stenosis was confirmed. As received, heavy layer of host tissue overgrowth covered most of leaflet 2 at the cusp area and its free margin. Host tissue overgrowth curled the free margin and fused it to the cusp area which led to a gap at the coaptation region, evident at the outflow aspect. Host tissue overgrowth fused the free margins of leaflets 1 and 2 at commissure 2 by 3mm and the free margins of leaflet 2 and 3 at commissure 3 by 3mm. Host tissue overgrowth was minimal to moderate at the remaining tissue at the outflow aspect as it encroached onto the remaining leaflets by approximately 4mm. At the inflow aspect, host tissue overgrowth was moderate. It encroached onto the tissue inflow by approximately 6mm. Host tissue overgrowth restricted mobility in the leaflets and led to stenosis. Host tissue overgrowth was heavy at the stent inflow and moderate to heavy at the stent outflow. The valve exhibited moderate to heavy calcification in the cusp area and the free margin of leaflet 3. At leaflet1 calcification was minimal at the cusp area and moderate at the free margin. Leaflet 2 exhibited minimal calcification in the cusp area. Calcification most likely contributed to stenosis as well. The x-ray demonstrates calcification. Method: x-ray. Additional manufacturer narrative: host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.